Event description:
It was reported that the previous artificial urinary sphincter (aus) device was removed due to unspecified reason. A new aus device consisting of a.5.0cm cuff, 61cm prb and pump were implanted. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.